Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v508832, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the caller was not able to adjust stimulation. Display showed ¿call your doctor¿ icon and a por (power on reset) condition. It was reported that the call was trying to bond the stimulator to the patient programmer. It was noted that patient was in surgery on the day of report. The patient programmer indicated the por message. It was reported when the stimulator was interrogated an ¿invalid serial number¿. It was noted that the caller was able to re-enter the serial number and this brought the caller tot the patient name and initial session detail. It was noted that all programs were still there and issue resolved. It was later reported with the assistance of the support group, they were able to identify and fix the issue. It was noted that the manufacturer representative was able to turn the unit on and set the device.